Manufacturer narrative:
E: (B)(6). Phone: reporter: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a high frequency alarm issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a high frequency alarm issue. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a high frequency alarm issue. Per good faith effort (gfe) response, the authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer did not accept the quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.